Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 416 mg/dl at the time of incident. The customer's blood glucose was 431 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the blood glucose reached 550 mg/dl. The customer performed troubleshooting and did not found insulin issues and site issues, and setting issues. The customer declined to check for air bubbles and leaks. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.